Event description:
It was reported to philips that the allura device turned off during a procedure, and when restarted displayed "fluoroscopy failed". No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-02464. This complaint will be closed as duplicate.